Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurements. In addition, the patient felt a tingling sensation in the pectoral area. Additional information received indicated that the stimulation was not confirmed. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.